Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the patient experienced a blood glucose reading of 16 mg/dl with unconsciousness. It was reported that the patient was treated in an emergency room with food and IV fluids. The patient alleged that the issue was "caused by the pump since she thinks she was getting more insulin than she needed." Cts attempted to troubleshoot the issue but the patient refused. This complaint is being reported because of a non-specific allegation that the pump caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: during investigation, the black box showed an auto off followed by a pump reboot. When the pump was powered back on, the date was set and the time was set incorrectly. The pump was manually suspected and manually resumed. The pump was manually suspended followed by a pump reboot and the deliveries were never resumed. The pump was exercised for 24 hrs with a 2.0 u/hr basal rate and at the end of testing, the basal history correctly showed 2.0 u and the total daily dose was 48.0 u. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No errors, alarms or warnings or delivery interruptions occurred during the testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.